Event description:
Arjohuntleigh received a customer complaint where it was indicated that during a transfer of the patient from her bed to a chair, the left grey back support clip of the sling cracked/split allowing the patient to begin to fall to the floor. The caregiver braced the patient to prevent fall and during this event, the caregiver sustained the soreness/pain and tenderness to lower back and right groin area from fall prevention. There were two caregivers present during the event and three additional facility personnel assisted in redirecting the patient to the chair. There were no injuries to the patient during the event.

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh (B)(4)'s complaint handling establishment and any medwatch reports will be submitted under exemption (B)(4) on behalf oc the importer arjohuntleigh (B)(4). Additional information will be provided following the conclusion of the investigation. Importer ref # (B)(4).